Manufacturer narrative:
No product was returned to assist in our investigation; however, we can advise the device is 100% verified to be correct and free of damage, prior to further processing. The information provided states that the first initial attempts at clamping the duct were reported to be quite forceful and could have contributed to the tip snapping off. At this time, the root cause of the separation is unknown; however, it is speculated that excessive force may have been a contributing factor. We will continue to monitor for similar events.

Event description:
Tip of catheter broke off in the cystic duct. Information was provided that the first initial attempt at clamping the duct was reported to be quite forceful and could have contributed to the tip snapping off. There were lots of small gall stones in the duct. After the tip separation, the duct was milked in an effort to retrieve the tip. Drains were then put in place for post op observation. Unsure if the patient had prolonged hospitalization. The condition of the patient is stable as expected for someone of this age that had stones found in the duct.